Event description:
New information notes that the lead was capped and replaced competitively.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
A partial lead with the distal tip measuring 47.4cm was returned for analysis. External insulation abrasion was noted at 8.2-8.5cm and 9.1-9.3cm from the distal tip, consistent with lead friction to another device or patient anatomy. The etfe coating was intact at these locations. External insulation abrasion was noted at 37.8-39.2cm and 38.1-39.0cm from the distal tip, consistent with clavicular crush. The etfe coating was intact at these locations. Externalized conductors due to internal insulation abrasion were noted at 10.9-14.7cm and 14.1-16.2cm from the distal tip. The etfe coating was intact at these locations.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that during a routine follow up, externalized conductors were observed via fluoroscopy. The electrical function of the lead was observed and tested and no anomalies were detected. The lead will continue to be monitored. Patient was asymptomatic.